Event description:
It was reported that during a da vinci system training/demo session that the erbe generator faulted with error m-12-8. The demo system was reportedly being taken out of rotation. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the original bipolar foot pedal. The pedal had physical damage and couldn't activate. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.